Manufacturer narrative:
Complaint conclusion: as reported, the needle of an outback elite 120cm re-entry catheter was stuck inside of the device and the catheter was unable to be used. There was no reported injury to the patient. Additional information was requested but was not provided. A non-sterile unit of product ¿outback elite 120cm re-entry¿ was received. During the visual inspection, a kinked/bent condition was observed located at approximately 17cm from the distal tip. The unit was returned with the cannula needle fully deployed. The handle slider was set at the retracted position. No other anomalies were observed on the returned device. Note: the outback elite catheters are packaged with the cannula deployed. Functional test was carried out according to procedure. Per functional analysis, the handle slider was actuated to retract the needle cannula back, but it did not retract as expected. The slider functionally was tested actuating it back and forward and no anomalies were observed; however, the needle cannula remained deployed. The returned device was analyzed using an x ray-machine, focusing at the area of the curved shaft. The resulting image showed a separation of the cannula within the shaft. The separated condition of the cannula is located at the distal side of the marker band. The cannula was extracted from the shaft confirming the separation condition. Per sem analysis, the results showed that the cannula and the shaft of the outback elite 120cm re-entry device presented evidence of elongations near the separated areas. The elongations found on the shaft and cannula material are commonly associated with separations caused by material tensile overload. Therefore, it is likely that the materials were induced to a tensile force that exceeded the yield strength prior to the separation. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 18089022 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿cannula/needle deployment difficulty unable to¿ was confirmed due to analysis of the returned device. Also, an additional failure of ¿cannula/needle fractured/separated¿ was noted on the returned unit. However, the exact cause of the issues experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issues experienced. However, procedural/handling factors may have contributed to the separated cannula needle within the shaft and the subsequent cannula/needle movement issues as evidenced by the elongations in the area of the separation. The elongations found on the shaft and cannula material are commonly associated with separations caused by material tensile overload. Therefore, it is likely that the materials were induced to a tensile force that exceeded the yield strength prior to the separation. According to the information on safety within the instructions for use (IFU), it cautions ¿the outback elite re-entry catheter should be kept straight during flushing, preparation steps and during guidewire loading. A sterile gauze sponge with heparinized saline may be used to wipe the catheter (with the cannula in the retracted position) going from the proximal hub to the distal tip. Do not tug or otherwise overstretch the catheter to straighten it. Excessive rotation, bending or kinking of the outback® elite re-entry catheter may affect its performance. Withdraw the outback® elite re entry catheter if it becomes excessively kinked.¿ per the directions for use within the IFU, it states, ¿ensure proper function of the outback elite re-entry catheter by 1) retracting and advancing the cannula tip via proximal and distal movement of the deployment slide, and 2) rotating the rotating knob which rotates the catheter shaft/nosecone. Fully retract the cannula tip via proximal retraction of the handle deployment slide until it stops. Prior to insertion into the body, ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked in the most proximal position. If not, repeat flushing sequence.¿ the IFU also states, ¿depress handle deployment slide release button and incrementally advance the slide, as appropriate, to extend the cannula tip from the outback elite re-entry catheter lateral port and position it at the vascular target site. Maintain gentle forward pressure on the outback elite re-entry catheter shaft at the sheath. If resistance is felt during deployment, do not apply unnecessary forward push on the outback elite re-entry catheter. It may result in damage to the cannula tip and or separation of the cannula tip.¿ neither the product analysis nor the phr review suggests that the failures experienced by the customer could be related to the manufacturing process. Controls are in place to verify the device conditions, and all were found to be accepted. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the needle of an outback elite 120cm re-entry catheter was stuck inside of the device and the catheter was unable to be used. There was no reported injury to the patient. Additional information was requested but was not provided. The device will be retuned for evaluation. Addendum: product evaluation revealed a fractured/separated condition to the cannula of the outback elite 120cm re-entry catheter.